Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump screen was harder to read. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the pump has cosmetic damage. Customer states the scratch is on the lcd screen. Customer reports big scratch in the middle and multiple scratches on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with deep/minor scratches on lcd window. Unit received with scratched casing, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture near lcd display.